Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the right atrial (ra) channel due to the rate response trend (rrt) feature. In addition, ra pace impedance was noted to have increased sharply approximately three months ago and is now measuring high out of range greater than 3000 ohms. The ra lead is not a boston scientific product. Boston scientific technical services (ts) provided guidance to program off rrt feature. Ts also indicated that the impedance issue could likely be related to a lead fracture or device header spring contact issue. The cause is unknown at this time. The patient was noted to have not been paced in the right atrium in the past six months. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed based additional information which indicated that the evaluation conclusion code was updated.